Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (turkey) was unable to establish communication with the ipg using either the programmer or charging system. Efforts to rectify this issue with use of a different programmer proved unsuccessful. Surgical intervention was undertaken to replace the patient's ipg. Effective stimulation was captured for the patient following the procedure.